Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There were no anomalies found. Concomitant medical product: (B)(4) lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with generalized weakness and an edema at the cardiac resynchronization therapy defibrillator (crt-d) pocket. The patient was admitted with sepsis and blood cultures tested (B)(6) for (B)(6) bacteremia. The crt-d system was explanted and home intravenous (IV) antibiotics were provided for the patient. A new system was placed at a later date. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.